Manufacturer narrative:
A visual inspection of the pump revealed biomaterial in the purge gap. The returned purge cassette was attached to the aic (automated impella controller) and was successfully de-aired. The pump was also attached to the aic and was primed. When attempting to start the pump, the high motor current pump stop alarm was reproduced. There was also high purge pressure and low purge flow. In a separate test in which the purge cassette and pump were attached to an aic, the purge cassette was successfully de-aired. The purge bag was then clamped and the air in purge alarm was reproduced. The purge flow dropped to 0. The yellow luer was unscrewed and reattached and the purge pressure dropped to 0 as well, reproducing what was observed in the field logs. The cause of the pump stop was most likely a kinked purge line in the purge cassette tubing proximal to the purge bag or a clamped purge bag. A blockage of purge flow then allowed blood to ingress into the motor and cause a pump stop. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, there was an air in purge alarm. Multiple attempts were made to de-air the system, but the issue remained. The physician attempted to continue support, but the pump then stopped working at the end of the case, and the device was removed. There was no harm to the patient.